Manufacturer narrative:
In mfg report no 1823260-2023-02337-01, the second line in h10 additional narrative should have been: "the investigation reviewed the five-day alarm trace provided; 15 sample-related alarms were noted. There are no hints of a sample quality issue." Instead of: "the investigation reviewed the five-day alarm trace provided; 15 sample-related alarms were noted. These are hints of a sample quality issue."

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas 8000 e 801. The initial result was reported to the doctor and the patient was retested. The initial result at 1:56 pm was 0.147 ng/ml. The repeat result at 3:48 pm was 0.0154 ng/ml.

Manufacturer narrative:
The serial number of the customer's cobas 8000 e 801 is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were all within the specified ranges. The investigation reviewed the five-day alarm trace provided; 15 sample-related alarms were noted. These are hints of a sample quality issue. The investigation reviewed pictures of the analyzer. Dirt was noted on the grippers and many samples had film at the surface, partly with dust particles. Product labeling states "make sure that the surfaces and the openings of the vortex mixers and separation stations are dry and not clogged by reagent or sample spills. Otherwise, an instrument alarm concerning the grippers may be issued when operation is resumed."; "specimen collection and preparation - centrifuge samples containing precipitates before performing the assay." Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.